Event description:
It was reported that the home patient (hp) saw air in the patient line of the automated peritoneal dialysis (apd) set with cassette which occurred during initial drain of peritoneal dialysis therapy on the homechoice (hc) device. The home patient (hp) was connected at the time of the event. There was nothing unusual found during the troubleshooting that could have caused or contributed to the reported event. The technical service representative (tsr) advised the hp to start over using new supplies. There was no patient injury or medical intervention indicated at the time of the report. No additional information is available.

Manufacturer narrative:
(B)(4). As the sample was not returned and the lot number is unknown, a device analysis cannot be completed. Should additional relevant information become available, a follow-up report will be submitted.